Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized due a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, customer attempted to self-treat by giving themselves a glucagon injection and consuming carbohydrates, however; was treated intravenously with fluids of saline and sugar water. Customer was released from hospital on (B)(6) 23 with issue resolved and no permanent damage. Customer followed up with healthcare provider to adjust settings to better meet their diabetic needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.